Manufacturer narrative:
Additional code added to h5 evaluation code conclusion. Correction to component code. H3 device evaluation summary: it was reported that while in use on a patient, the 980 ventilator went into backup ventilation. It was also reported that it generated a "perform extended self test (est)" alert. The device was available for evaluation. A review of the system logs showed the 980 ventilator entered backup ventilation (buv) at the time of the event. The medtronic service engineer (se) inspected the device, found an associated diagnostic code and replaced the filter and exhalation valve assembly (eva) one eva was returned to medtronic for further analysis. A visual inspection of the returned part shows no anomalies. The eva was attached to the failure investigation (f.I) test ventilator and was run on normal ventilation mode. The ventilator went into back up ventilation (buv) after two hours with relevant diagnostic codes observed in the ventilator logs. The cause of the event was related to the expiratory autozero solenoid. An existing internal investigation exists regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional code added to components. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 980 ventilator went into backup ventilation. The device was available for evaluation. A review of the system logs showed the 980 ventilator entered backup ventilation (buv) at the time of the event. The medtronic service engineer (se) inspected the device, found an associated diagnostic code and replaced the filter and exhalation valve assembly. The likely cause of the event was isolated in the field to the defective exhalation filter and exhalation valve assembly. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 980 ventilator went into backup ventilation. It was also reported that it generated a "perform extended self test (est)" alert. The patient was placed on an alternate ventilator without harm.